Manufacturer narrative:
The actual date of event is unknown. Investigation summary: the facility report regarding a damaged lvp handle was confirmed in the photo received. No devices or records were returned for evaluation. An external and internal inspection could not be performed. There were no suspect devices/products returned for this investigation. However, the facility provided a photo of the suspect pump module, which showed the broken door latch assembly, with a piece of it embedded in the pcu screen. A review of the system logs could not be performed since there were no devices or logs received for this investigation. Laboratory testing could not be performed, as no suspect devices were returned for this investigation. According to the alaris system user manual v12.5, keep the pump module door closed when instrument is not in use or transport to another department to prevent accidental damage to door components. Do not return a damaged device to patient use. Damaged devices can result in patient harm. Send the damaged device to biomedical engineering for repair. There was no patient involvement. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the damaged lvp handle could not be determined, as no devices or records were received for this investigation. However, the event reported by the facility may be attributed to improper handling of the device. The alaris system user manual v12.5 advises keeping the pump module door closed when not in use or during transport to prevent accidental damage... Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported there was a damage lvp handle. This was reported to bd representatives during their site visit. There was no information on patient involvement.